Event description:
A technician reported that following intraocular lens (iol) implant surgery, a patient presented with a line in her vision, and a crease was noticed on the lens. Additional information was received from the surgeon, who reported that the patient experienced a line in the middle of her vision, which was more noticeable with bright lights, glare, and during night driving. The damaged iol was exchanged for an unknown model lens. The surgeon also reported that the event resolved with the treatment, and the patient had mild corneal edema following the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).